Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that scheduled transmission review identified undersensing of intrinsic atrial activity on the presenting electrogram (egm). No adverse patient effects were reported.